Manufacturer narrative:
(B)(4). The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. Tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was examined with the assistance of engineering. The captor valve was open and functional. With a dilator through the discs, the disc webbing was torn in two locations. The device was leak tested using water and a 20cc syringe. No leak was detected with the dilator through the valve and the iris valve open. The dilator was removed and the device was tested with the iris valve open. The device leaked with minimal pressure. The iris valve was then closed and the device tested. The valve leaked between the valve control and the valve collar with pressure. The leak was slow and not immediately detected during testing. There was a hole through all three discs prior to disassembly of the valve. Examination of the valve collar found that the crossbars that hold the iris seal collar were slightly bent upward. Distortion of this material may have affected the compression between the iris valve, valve collar, and iris seal collar. Loss of compression may result in leakage at the valve control and valve collar. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs and valve collar likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment and risk reduction is recommended. Steps have been taken to address this failure mode.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair. When flushing the device at a preparation, the physician felt that a pressure of injection was suddenly gone, but used the device for the procedure. During the procedure, a valve was closed after removal of a grey positioner, but approx 100cc of blood leaked. No add'l procedure was performed for the leak. The pt's condition after the procedure is unk as not provided by reporter.